Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and the related watchman delivery system inside the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 7 mm from the strain relief and tip damage (misshapen/delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 11 may 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too shallow. A watchman® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed and partially recaptured due to the protrusion of the device. It was deployed again, but the protrusion was still too much. Therefore, it was fully recaptured and removed from the patient. The procedure was completed with another watchman ® laa closure device & delivery system. There were no patient complications and the patient was stable. However, device analysis revealed inner liner delamination.